Event description:
The customer reports a liquid spill in the pt unit during use. There was no pt injury. The ventilator gave multiple alarms and failed to cycle. The ventilator was repaired by the hosp biomed.